Manufacturer narrative:
Findings: unit received with constant alarm, problem isolated to m/bd. Unable to performed functional test or verify unexpected power loss due to constant alarm anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor communication error alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. Customer was unable to troubleshoot error. The insulin pump will not be returned for analysis.